Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of reported unspecified tissue injury was due to patient anatomy. The reported patient effect of unspecified tissue injury, as listed in mitraclip g4 clip delivery system information for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the available information the cause of reported unspecified tissue injury was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue injury. It was reported this was a mitraclip procedure performed to treat grade 4, degenerative mitral regurgitation (mr). The ntw mitraclip was advanced to the mitral valve. Grasping was successful; however, leaflet tissue was friable, a posterior leaflet tear was observed and mr returned to 4. The decision was made to not implant the clip and the procedure was aborted. Mr remains at 4. The patient is scheduled for an additional consultation. No additional information was provided.